Event description:
The patient is implanted with 2 leads (from the same lot) as part of her scs system. It was reported the patient lost stimulation approximately 1 month ago after slipping in her bathroom. The sjm representative met with the patient and diagnostics indicated invalid impedance readings on multiple lead contacts. The patient is to consult with her physician as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.